Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient was experiencing ineffective stimulation. Imaging confirmed lead migration. As a result, surgical intervention was undertaken where in the leads were replaced to address the issue.